Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation, the pump pc board was found to have a failed diode path, which caused the alarm failure. The pump is being repaired and returned to the customer.

Event description:
The initial reporter states that the pumps auxiliary alarm was not working. They also stated that this occurred during testing and therefore did not have any patient involvement. (B)(4).